Event description:
Clinic reported an excessive fluid removal of 300 gr on phoenix machine. At 9:24 am the treatment started and at 10:10 the pt complained of a headache, feeling hot, and her blood pressure dropped to 83/42 mmhg. She received 100 ml of saline, which increased her blood pressure to 104/59 mmhg at 10:29 am. At 11:32 am the pt became hypotensive (75/44 mmhg) once again. After she received 400 ml of saline, her blood pressure was measured at 140/73 mmhg and the pt stated that she "feels fine." Her treatment was terminated at 11:36 am. The emergency medical service to the hosp transported her. According to the dialysis nurses the pt received 500 ml of saline, as well as oxygen, in the emergency room.